Event description:
Additional information was received: a revision procedure was performed. This lead was surgically abandoned and replaced with a non-boston scientific lead.

Manufacturer narrative:
As this lead was surgically abandoned and will not be returned for analysis, boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. A revision procedure was performed. This lead was removed and replaced. No further patient symptoms were reported.

Event description:
Additional information was received. The model and serial number for this event was incorrect. The correct information has been updated.

Manufacturer narrative:
When the lead has been returned for analysis, this event will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular lead presented to the hospital feeling uncomfortable. During a previous visit, decreased impedance measurements had been displayed. Interrogation revealed pacing failure. It was thought this lead was fractured. A revision procedure is intended. No further patient symptoms were reported.

Manufacturer narrative:
When additional information is received, this event will be updated.